Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical records were provided for review. Medical record review states that the patient with breast cancer requiring long-term IV access for chemotherapy was implanted with right internal jugular chest port, using standard seldinger technique. Approximately, two months and two weeks later, it was stated that one small site on the pocket incision never really healed. Therefore, the investigation can be confirmed for the reported dehiscence issue and delayed wound healing as objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two months and seventeen days post port placement procedure, dehiscence along port incision and delayed wound healing were noted. The device was removed from the patient and replaced with a new device. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that two months and seventeen days post a port placement, dehiscence along port incision and delayed wound healing were allegedly noted. The device was removed from the patient and replaced with a new device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiration date: 07/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.